Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a no motor movement or negligible movement on the insulin pump. Customer was assisted in clearing the alarm. Customer's mother stated that she was unable to rewind the pump. The caller was advised to have the customer discontinue use of the pump and to revert to a back-up plan. Caller was also advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The pump gave an alarm during the rewind due to an unlocked keypad connector, causing a loose connector of the motor flex cable. The pump also had minor scratches on the lcd window and case.